Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported event. The device was received in good condition with no cosmetic damages or tamper seals removed. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. The pump was ran in user mode using a 100 ml cassette with flow stop and there were no issues. The reported problem was not duplicated. It could have been caused by a defective medication reservoir. The pump will undergo standard preventative maintenance.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a cassette not attached error. It is unknown if there was a patient, or clinician injury associated with this occurrence.